Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: it was reported when doing preventive maintenance (pm) the volume was off by 10% and there were errors 93 and 86. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation and volumetrics testing was performed. The volumetrics runs was done at 120ml/hr and 10ml measured 8.9ml. The petal module was found to be broken and was replaced. The log review confirmed system errors 93 and 86. The main board was replaced to correct the system errors. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per reported by the user facility: it was reported when doing preventive maintenance (pm) the volume was off by 10% and there were errors 93 and 86. No patient injury reported.